Manufacturer narrative:
Medical devices continued: 5076-58 lead implanted: (B)(6) 2012; ddbb1d1 ICD implanted: (B)(6) 2018. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high out of range impedance on the superior vena cava (svc) coil. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.